Event description:
It was reported that one of the patient ams 700 lgx inflatable penile prosthesis (ipp)cylinder had a hole. The entire ipp system was removed and replaced with a new ams 700 cx. No further issues were reported in relation to this event.